Manufacturer narrative:
The pipeline device will not be returned as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient required retreatment after pipeline implantation. It was reported that the patient experienced an aneurysm rupture early 2016. The patient had undergone implantation of six coils and a pipeline device. Sometime after implantation of the pipeline device, the patient required retreatment in which a second pipeline device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.